Event description:
Per the audiologist's report, this patient experienced variable pain, discomfort, dizziness, and naseau with use of her speech processor beginning in july 2005. Reprogramming efforts were not successful at completely eliminating these issues. A CT scan was normal for array positioning. A mild mondini's was noted. Integrity testing performed in 2005 and three days earlier revealed normal receiver/stimulator function with some array anomalies.the surgeon explanted the device nine months later and reimplanted a new device during this surgery.